Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient¿s therapy was not providing benefit. They attempted impedances prior at 210 and 1v and patient couldn't tolerate. They again attempted impedances at 210 and 0.5v and couldn't tolerate. She obtained a couple pairings showing in the 1000s. Symptoms reported were shocking, hot at the ins, redness at the ins in the leg and at the ins pocket. It was reported that symptoms were only present when stimulation was on. The rep indicated that the ins was not on initially when the patient came for follow up appointment when she reported therapy not working. The patient received education at the clinic. It was reported that when they turned stimulation on at their visit that within minutes the patient reported ins area hot and redness present. The rep had not seen the redness herself. There were no known infection or allergies reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that impedance checks (5 tests were run) were all clear. It was noted that the doctor could not confidently say ¿that if he put in a new full system that the patient wouldn¿t say the same thing so he decided to 'removal' both lead and ipg from the patient at that time¿. There were no further complications reported or anticipated.